Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error twice. The customer stated that she was able to continue use of the insulin pump without issue thereafter. The most recent blood glucose reading was 170 mg/dl. The customer stated that she had had an x-ray taken 2 weeks prior to the alarm, as well as at the end of september after the alarm. The insulin pump may have been exposed to a magnetic field as a result. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.